Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report a damaged cable on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon receipt, the dn to rear te was pulled from strain relief. Upon eval, the belt failed incoming functional testing. The cause for the test failures was the pulled cable. The root cause of the damaged cable cannot be positively identified, but is likely due to excessive force. No adverse event result from the damaged cable. The pt rec'd a replacement electrode belt.